Event description:
Caller reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support (cts) instructed the caller through various troubleshooting steps, but the problem persisted. Cts decided to replace the non-functioning pump with a new one, as it was still under warranty. The customer was informed that the replacement pump would have the most up-to-date software. Instructions were given to return the problematic pump to tandem using a pre-paid label, and to program their pump settings and connect their continuous glucose monitor (cgm) to the new pump. The customer acknowledged and understood all instructions provided. Customer will use a backup pump.